Event description:
The patient had a primary knee surgery on (B)(6) 2021. On (B)(6) 2023, the patient came in reporting instability due to a retinacular tear. The surgeon upsized the poly and resurfaced the patella. Presently, on (B)(6) 2024, the patient came in for a post-op appointment and the surgeon decided to revise all the implants. This because the patient is a fall risk, which mean that she does not walk well overall because of different sensory brain factors such as dizziness or not great balance. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19-aug-2024 lot 2005762: (B)(4) items manufactured and released on 12-aug-2020. Expiration date: 2025-07-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot 2246245: (B)(4) items manufactured and released on 16-mar-2023. Expiration date: 2028-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0004r femoral component sphere cemented size 4 r (k121416) lot 2007024: (B)(6) items manufactured and released on 14-oct-2020. Expiration date: 2025-10-01. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.t3i4r tibial tray fixed cemented size t3i4 r (k121416) lot 2008716: (B)(6) items manufactured and released on 27-nov-2020. Expiration date: 2025-11-18. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.